Event description:
It was reported that a package was received labeled as: 206.014 which is a 4.0mm cancellous bone screw but that was not the item that was in the packaging.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. DHR review did not yield any complaint related anomalies. The manufacturing evaluation revealed that the unsealed package and a single screw were received with this complaint. The screw received is a 207.016. The package label is for a 206.014. The thread of the screw received has two small impact marks involving displaced material. The normally bright electropolished finish has a worn appearance on the bottom side of the head, only. The shaft finish is similar with a discernable ring approx. 1mm from the transition. Because the package was received unsealed, this complaint is judged to be indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4), as a visual evaluation on actual device was conducted. Labeling evaluation (36) was not performed. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)

Event description:
This is report 1 of 1 for file (B)(4).